Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced perforation, tamponade from perforation and pericardial effusion which required emergency surgical repair. The device had been deployed one time. It was reported the patient died the following day.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.